Event description:
It was reported that the patient experienced a possible infection, including swelling and nausea. The symptoms occurred at the implantable neurostimulator (ins) location following an implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that peri-operative antibiotics were administered. The patient did not have meningitis, and there was no documented infection in the hcp system. The patient had complained of ongoing gastroparesis symptoms, but had not been seen by or contacted the hcp since (B)(6) 2011. It was noted that there was no infection, just normal post-operative pain.

Manufacturer narrative:
Lead model 435135 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown lead model 435135 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown.